Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision for polaris screw disassembly that was a cobalt chrome rod case.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#: 14-578340, pol trans 5.5 ti 5.5x40mm trns, lot#: ni qty: 5. Catalog#: 14-578445, pol trans 5.5 ti 6.5x45mm trns, lot#: ni qty: 2. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that some polaris translation screws disassembled post-op; an spf bone stimulator was installed along with the screws. This is 6 of 8 reports for this event.

Manufacturer narrative:
Additional information on b3, b5, d7, e1. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Products were not returned and no photos were provided, so a device evaluation cannot be performed. Similar events found fractured trolleys, due to reaction with spf, allowing the screws to disassemble in-vivo. The associated IFU was updated and the user was notified. An internal CAPA is investigating the cause. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that some polaris translation screws disassembled post-op; an spf bone stimulator was installed along with the screws. This is 6 of 8 reports for this event.